Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2010. During post-operative monitoring, a periprosthetic femoral fracture was noted on (B)(6) 2010. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Corrected data: event description - initial procedure was a total hip arthroplasty and not a femoral resurfacing procedure.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right total hip arthroplasty on (B)(6) 2010. Subsequently, a fracture repair procedure was performed on (B)(6) 2010 to implant a troch grip due to a periprosthetic femur fracture. It was further reported that patient's fractured healed and the troch grip was removed on (B)(6) 2011.

Manufacturer narrative:
Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent a right femoral resurfacing procedure on (B)(6) 2010. Subsequently, patient experienced other periprosthetic femur fracture on an unknown date. No revision procedure was reported.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).